Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed and the reported device performance allegations could not be confirmed. A device history record (DHR) review was conducted and found no evidence of deviations or nonconformances in the manufacturing processes; the device was manufactured in accordance with the device master record. A labeling review confirmed that the instructions for use (IFU) include warnings regarding the risks associated with damaged fibers, including potential overheating, separation, or melting, which aligns with the reported observations. Based on the information available and the lack of device return for analysis, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the laser began to make unusual noises, at one point, the entire screen turned red, and staff heard a loud pop. When the fiber was exchanged, it was noted that the end was extremely hot and had broken off from the connector, with the connection point being melted. No error codes were displayed during the event. A second fiber was used, and the procedure was completed successfully. There was no harm to the patient.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the laser began to make unusual noises, at one point, the entire screen turned red, and staff heard a loud pop. When the fiber was exchanged, it was noted that the end was extremely hot and had broken off from the connector, with the connection point being melted. No error codes were displayed during the event. A second fiber was used, and the procedure was completed successfully. There was no harm to the patient.